Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue and lack of mobility. Subsequently, patient underwent a revision procedure on an unknown date. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue and lack of mobility. Subsequently, patient underwent a revision procedure on an unknown date. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's left hip operative reports noted patient underwent a total hip arthroplasty on (B)(6) 2006 and a revision on (B)(6) 2006 due to pain and dislocation. Operative report noted that the hip was unstable in the anterior direction. All components were removed and replaced with a competitor hip system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04713 & 04714).